Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Customer reported that after the shutting the system down, tube head automatically fell down. This event was identified outside of clinical use, during regular shut down of the system. However, this malfunction would potentially cause or contribute to a serious injury if this were to recur. Based on the available information, this issue has been determined to be a reportable event.philips has started the investigation of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
This report is based on information provided by a philips authorized service provider engineer (aspe) and has been investigated by the philips complaint handling team. The issue reported was that the machine head automatically fell down on the digitaldiagnost c50 device. The device was in standby mode without patient involvement. Based on the information available, the cause of the reported problem was due to cs suspension counterweight being unbalanced. Customer contacted a third party for repair and the device was operational after the repair was completed. No repair was performed by philips. System was returned to the customer in good working order after the repair. No further action is necessary at this time.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Customer reported that after the shutting the system down, tube head automatically fell down. This event was identified outside of clinical use, during regular shut down of the system. However, this malfunction would potentially cause or contribute to a serious injury if this were to recur. Based on the available information, this issue has been determined to be a reportable event. Philips has completed the investigation of this event.